Manufacturer narrative:
Concomitant continued: 4195 lead implanted (B)(6) 2013.

Event description:
It was reported that a lead warning was observed on the right ventricular (rv) lead for low impedance, resulting in a polarity switch. The lead was also reported to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.